Manufacturer narrative:
This submission is being made after an acquisition and internal audit of wellspect healthcare. The product was not available to be returned. Without the benefit of examination and testing, wellspect healthcare is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or add'l info be received, a follow up report will be filed.

Event description:
The customer complains about discomfort when using the catheter. The customer had a bleeding after catheterization.